Event description:
It was reported that the patient's leads had high impedances and was unable to enter MRI mode. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿unable to enter MRI mode¿ was not confirmed. Analysis of returned lead a did not identify any broken wires and when electrically tested no opens were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's leads were fractured. The patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.